Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): distal conductor fractured; partial lead in segments returned and analyzed.

Event description:
It was reported that the ventricular lead had high impedance and no capture, a polarity switch was noted. The patient reported feeling symptomatic and dizzy. The device was pacing intermittently in the 40s. The lead was capped and replaced. No further patient complications have been reported as a result of this event.